Event description:
The manufacturer received information alleging that burning electrical odor coming from unit. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found damaged pca. There was no report of visible smoke or fire. No error code was present when reviewed. Lastly, the device was scrapped.